Manufacturer narrative:
The stellar device was returned to resmed for an investigation. An investigation determined that the reported event was due to failure of the q64 mosfet component within the device main circuit board (pcba). A field safety notification (5 december 2019) and 806 report 3004604967-2019-00201 were issued by resmed relevant for stellar 100 and 150 devices manufactured between april 2016 and june 2017 within the following serial number range: 20160123307 to 22171057208. Corrective and preventative actions are being taken by resmed to resolve the issue. Mcapa-(B)(4). The indications for use state ¿the stellar 100/150 is intended to provide ventilation for non dependent, spontaneously breathing adult and pediatric patients (30 lb/13 kg and above) with respiratory insufficiency, or respiratory failure, with or without obstructive sleep apnea.¿ resmed reference #: (B)(4).

Event description:
It was reported to resmed that a stellar device powered down unexpectedly. There was no patient harm or a serious injury reported as a result of this incident.